Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for excessive additive with the incident lot was not observed. Evaluation of the photograph indicated 2 different lot numbers: 3159323 and 0318318. Lot number 0318318 was manufactured on 07th of february 2021 ¿ this product expired july 2022. Lot 3159323 was manufactured on 05th of november 2023 and is still within shelf life until april 2025. A difference in the additive quantity is observed, however during the shelf-life, additive evaporates, therefore it is a difference in the quantity of additive between lot numbers. Due to the product age (3 years old) additive evaporated significantly, therefore the difference between additive quantity is seen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode excessive additive. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the paxgene® blood rna tube, there was excessive additive in an unspecified number of tubes. There were no health consequences or impacts reported.

Event description:
It was reported before using the paxgene® blood rna tube, there was excessive additive in an unspecified number of tubes. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.